Manufacturer narrative:
A total of 34 patients (the male-to-female ratio was 10:7 in the operative and 10:5 in the nonsurgical group) with mean age of 45.7 years (range 27-59 years) in the operatively treated patients and a mean age of 37.3 years (range 18-53 years) in the nonsurgical group were included in the study. Exact date of event is unknown; (B)(6) 2006 is the date the literature article was published. This report is for an unknown universal spine system construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: siebenga, j. Et al (2006), treatment of traumatic thoracolumbar spine fractures: a multicenter prospective randomized study of operative versus nonsurgical treatment, spine, vol. 31, pages 1-36 (netherlands). The purpose of this study was to test the hypotheses that thoracolumbar ao type a spine fractures without neurologic deficit, managed with short segment posterior stabilization will show an improved radiographic outcome as compared with nonsurgically treated thoracolumbar fractures. Between 1998 to 2002, a total of 34 patients (the male-to-female ratio was 10:7 in the operative and 10:5 in the nonsurgical group) with mean age of 45.7 years (range 27-59 years) in the operatively treated patients and a mean age of 37.3 years (range 18-53 years) in the nonsurgical group were included in the study. These patients were divided into two groups, the first group had 17 patients which were randomized for operative treatment. The second group had 15 patients which received nonsurgical therapy. The mean duration of follow-up for both the operatively treated patients and for the nonsurgical group was 4.3 years (sd, 16.5 years: range 2.0-6.6 years, operative group; sd, 15.2 years; 2.0-6.2 years, nonsurgical group). The following complications were reported as follows: 1 patient had severe pain at the side of the posterior pelvic crista, leading to prolonged period of analgetic medication. 1 patient had a deep wound infection. 1 patient had needed early implant removal at 6 months because of mechanical irritation of the transpedicular screws without signs of low-grade infection or implant failure. 1 patient had a superficial wound infection after implant removal treated with delayed skin closure. This report is for an unknown universal spine system construct. This is report 1 of 3 for (B)(4).